Event description:
Reporter indicated the pt is having suicidal gestures. Follow up with the physician revealed diagnostics were within normal limits. The physician stated the "device is behaving well and is having some therapeutic effect for the pt. He said the suicidal gestures are not related to the vns and if anything it has reduced his suicidal thoughts. Good faith attempts to obtain add'l info have been unsuccessful to date.